Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.